Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 300 mg/dl after a prolonged, approximately 2.5-hour supply change during which insulin delivery was not occurring; the user completed the supply change with assistance and was advised that corrections could take 90 minutes to 2 hours, and a follow-up was planned to confirm regulation. Symptoms included elevated blood glucose. Outcomes included no alarms or alerts and no medical intervention beyond routine troubleshooting and education. Investigation included customer support troubleshooting and user education. Investigation of this case revealed no device alarms, no reported hardware malfunction, and a probable interruption of insulin delivery during the supply change consistent with use-related factors rather than a device fault. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with hyperglycemia following temporary interruption of insulin delivery. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.